Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.

Event description:
On (B)(6) 2023, it was reported by an arthrex employee via email that the tip of the driver from an ar-1530bc biocomposite-tenodesis screw with handled inserter broke. After the screw was implanted, the driver was removed, and the tip broke; it was left inside the patient. This was discovered during a right thumb cm arthroplasty procedure on (B)(6) 2023. The case was completed without further issues.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the image submitted for evaluation from the field, it is evident that the screw was broken on the distal end. Consequently, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user-applied excessive force during the tightening process.